Manufacturer narrative:
The device was received and analyzed. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for about 47 months and 51 charging cycles were recorded to the device memory. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Event description:
Per op note, device was explanted due to high thresholds and and recurrent syncope due to failed ICD shocks. Should additional information become available, it will be added to this file.